Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls 23ga 1-1/4in tw packaging was damaged. This occurred on 100 occasions. The following information was provided by the initial reporter: the empty needle is exposed in the integrated packaging.

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the individual blister package was observed to be torn with no sealing area peel off. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the photos, the team was not ablet to confirm if there were any difficulties in perforation or crosscut cutting line which resulted in the package being torn. The primary and secondary packaging processes were reviewed. The team was unable to identify any contact points that could result in the package being torn onto the top web and bottom web during operation. As no sample was returned for further analysis, the root cause could not be determined.

Event description:
It was reported that syringe 5ml ls 23ga 1-1/4in tw packaging was damaged. This occurred on 100 occasions. The following information was provided by the initial reporter: the empty needle is exposed in the integrated packaging.